Event description:
It was reported that the nurse was ready to open the implant and the representative noticed that the implant was loose in the box. Surgeon chose not to use the acc tmzf plus #0 stem. Another acc tmzf plus #0 stem was used.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a follow-up report.